Event description:
It was reported that a markerband malposition occurred and the kidney was perforated. The target lesion was located in the kidney. An accustick ii was selected for use. During the procedure, while inserting the introducer sheath, the radiopaque marker band moved away from the tip preventing the physician from seeing where the tip of the sheath was under fluoroscopy. During an attempt to advance the sheath, the kidney was perforated with the tip of the introducer sheath. Another accustick package was opened, and the same thing happened with the next 3 sheaths. The marker band had moved; the patient already had contrast in the kidney, so visibility was an issue to begin with. One of the marker bands from a different kit actually came completely off and had to be snared out of the kidney on its own. The procedure was successfully completed with another of the same device. The patient was expected to fully recover.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The accustick device was returned with the dilator and the canula. It was observed that the radiopaque (ro) marker was out of its location in the device distal section since it moves freely. Additionally, the accustick device was bent, the distal tip was broken and the canula was observed to be bent. The device was inspected under microscope, and it was observed that the broken distal tip is located next to the ro marker position. Evidence of the correct ro marker colocation was observed at device distal end section. The device was measured in order to confirm the ro marker position; and the ro marker was located approximately at 12.9cm from the distal tip.